Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device to be underweight, and broken shell. A visual and microscopic analysis was performed which identified opening creases(sharp), stress marks, non-penetrating nicks and crease fold. Based on the device analysis the final assessment is an opening crease(sharp) on radius due to fold(flaw) opening.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and rupture. Device has been explanted.